Event description:
During product evaluation, the pump¿s air-in-line printed circuit board was found to be out of specification. There was no patient injury or medical intervention necessary according to the hospital representative.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jun 21, 2007. Evaluation summary:the condition of an out of specification air-in-line printed circuit board was confirmed. The air-in-line could not be calibrated and was replaced. The device was returned to the customer fully operational.